Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the gear clamps for the 4-way manifold are loose. Additional malfunction is the tie wraps for the product tank is loose.